Manufacturer narrative:
This event has been recorded in leventon (B)(4) as a customer complaint (reference (B)(4)). The photograph sent by the customer on (B)(6) 2017 illustrating the reported defect was visually inspected and the presence of crystallized medication in the welding area of the capillary element was confirmed. Four (4) units from the same manufacturing lot were retrieved from retained samples, were visually inspected and were submitted to leaking testing. Two (2) of the four units showed leakages at the capillary element. In addition, the batch record of the affected lot number was reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the controls done before the product release. After that, on (B)(6) 2018 we received the defective unit from the customer, which showed crystallized medication around the welding area of the capillary element. It seems that the defect might be due to the injection process of the capillary element. Because of similar previous complaints, a corrective action had already been opened to identify the root cause and solve the problem detected. Likewise, a health hazard evaluation has been carried out, concluding that the patient risk is very low and therefore it is not considered necessary to perform any type of action on the lots that are on the market. (B)(4).

Event description:
Using leventon portable dosi-fuser lv 5. 2 2. 1 ml for outpatient chemo patients. Have had 4 incidents of the chemo leaking at the capillary sensor (taped to the skin of the patient), has leaked and caused the chemo to crystalize outside of the patient's body. Contacted the distributor, pulled and returned all catalog of product code #250d5 with lot #170101l (22 each) for qa by manufacturer. Portable chemo pump used in hematology oncology practice.